Manufacturer narrative:
Due to characterization limit e1 event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) had leaking. There was no patient harm or injury.

Manufacturer narrative:
Additional contact info: (B)(6). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, examined the fault logs and observed leak alarms. The fse calibrated the regulators and transducers to correct the reported issue. No alarm trigger of a leaking issue reoccurred. Unit passed all functional and safety tests per factory specifications and was returned to the customer.